Event description:
Customer reported the insulin pump alarmed displayable history crc check failed on startup. Customer's blood glucose was 349 mg/dl, treated with manual injections. Customer stated the device was not stored without a battery or a dead battery for an extended period of time. The device was not in spanish language. Customer stated the alarm did not occur during normal use. Customer was advised the device may alarm. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.